Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "melted plastic" was attached to the bd luer-lok¿ syringe, creating a discrepancy on the scale before use. Lot#s 8282549 and 8278793 were reported for foreign matter, but only lot# 8278793 was reported for scale marking issues. It is unknown how many defect occurrences happened within either lot. This complaint was created to capture the 1st of 7 related incidents. The following information was provided by the initial reporter: "we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282549. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-09. Medical device lot #: 8278793. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "melted plastic" was attached to the bd luer-lok¿ syringe, creating a discrepancy on the scale before use. Lot#s 8282549 and 8278793 were reported for foreign matter, but only lot# 8278793 was reported for scale marking issues. It is unknown how many defect occurrences happened within either lot. This complaint was created to capture the 1st of 7 related incidents. The following information was provided by the initial reporter: "we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes".